Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The submitted log file contained approximately 2 and a half hours of data. No atypical alarms or events were captured. The actual speed remained above the low speed limit of 8200 rpm for the duration of the log file and the device appeared to be functioning as intended. No product is available for investigation. The heartmate ii lvas instructions for use (IFU) lists local driveline or pump pocket infection, sepsis, and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had septic shock which contributed to right ventricular (rv) dysfunction. The account reported the device operated as expected and no product would be returned for evaluation. No further information was reported.

Manufacturer narrative:
Approximate age of device: 8 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist system (lvas) on (B)(6) 2010. It was reported that the patient presented to the hospital with a driveline infection and pre-syncope. Log file analysis noted multiple pi events and transient pump power elevations. The account reported the patient subsequently passed away early saturday morning due to right ventricular failure. No further information was reported.